Event description:
The needle breaking while in use. The needle broke right near the connection of the vacutainer while sticking the patient. The patient was not injured.

Manufacturer narrative:
Upon receiving feedback from the customer regarding the "breakage at the connection point of the injection needle during clinical use without causing harm to the patient," our company immediately organized quality control and production-related personnel to conduct an investigation and analysis. The specific details are as follows: (1) sample testing: on august 8, 2023, 20 samples of batch number: ckdb03-02, specification: 22g¡á1 1/2" (0.7mm¡á38mm) of the injection needles were extracted for visual inspection, and the adhesive of these needles was found to be full without any abnormalities. Additionally, 10 samples were subjected to rigidity and toughness testing (as shown in appendix 1.2 video), and another 10 samples underwent firmness testing (suspended with a 40n weight). The test results of these injection needles all met the standard requirements (testing equipment: medical injection needle rigidity tester, medical injection needle toughness tester, testing personnel: (B)(4)). (2) production process review: the production process batch records and finished product inspection reports of this batch were traced back by its batch number. It was found that the adhesive, rigidity, and toughness of the injection needles in this batch all met the standard requirements, and there were no changes in production process and raw materials. (3) analysis of the reasons for the needle and needle seat breakage reported by the customer are as follows: I. Breakage of needle during use: improper use during clinical use leading to needle breakage. According to iso 7864:2016 "requirements and test methods for sterile single-use hypodermic needles," referencing iso 9626:2016 "stainless steel needle tubing for the manufacture of medical devices - requirements and test methods," appendix c of 5.9 specifies the requirements for the bending of the needle tube: normal wall thickness needle tube bending (25±1)°, thin-walled needle tube bending (20±1)°, ultrathin-walled needle tube bending (15±1)°. Performing a back and forth bending test 20 times within these standards should not result in breakage. If the bending exceeds the standard requirements, the probability of needle breakage increases. Despite healthcare professionals being the usual users of the product who possess relevant professional knowledge, the possibility of needle breakage due to improper use cannot be entirely ruled out. Ii. Insufficient adhesive between needle and needle seat leading to detachment: during the assembly process, there is an online inspection device to check the amount of adhesive. Defective products with insufficient or no adhesive are automatically rejected, and every shift inspects the firmness of the adhesive between the needle and needle seat. Finished product inspections also randomly check this aspect, making the possibility of detachment almost non-existent, thereby eliminating this possibility. Iii. Regarding the needle breakage issue, our company had conducted risk analysis earlier, and this event was considered an isolated incident with an acceptable level of risk. After receiving the customer's complaint, our company actively verified detailed information for further investigation and analysis. Since the customer did not provide specific defective products, we recommend the customer to assist in collecting the defective sample and sending it back or providing a high-resolution image specifically showing the separation of the needle from the needle seat (especially the point of needle breakage). This will help us determine whether the separation was due to detachment between the needle and glue or external force, allowing us to conduct a comparative analysis of the related conditions.